Event description:
Customer reports that the applier's pin started to move out of its position, but it stayed attached to the device. When the surgeon went to remove the applier through the trocar, the surgeon used a twisting motion causing the protruding pin to scrape against the outside of the trocar resulting in debris to fall into the pt. No further info is available. No pt and/or user injury.

Manufacturer narrative:
No sample will be returned for evaluation. Investigation of the reported incident is currently under way. A follow up report will be submitted following the completion of the investigation.